Event description:
It was reported that during an esophagectomy procedure, the device failed to fire. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Date sent: 03/18/2008. Info anticipated, but unavailable at this time.